Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt noted they have had 8 surgeries and when agent asked if they were related to their ins, they said they were going in on the 28th because even though the ins took the edge off; due to where the leads were put in their spine it was too big. Due to that it would stimulate their ribs and it they kept the therapy from 10 to 15 they could use the therapy to edge their chronic pain but if they turned therapy stimulation up then their ribs hurts and burns. When agent asked for event date, pt said it had been that way since the day they turned the ins on and they told their healthcare provider (hcp). Pt mentioned unrelated medical history stating they could not get numb and when the pt was getting their nerves burned they were screaming for 4 minutes due to the burning. Pts hcp at the time, then told the pt to be quiet. The hcp blamed the pt's condition on narcotics but the pt had not been on narcotics in 3 years but did smoke marijuana for pain.